Manufacturer narrative:
UDI #: (B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss could not duplicate the reported system lock up/freeze event during testing, but noted error 2012 during read/write which according to fss corresponds to the reported issue. Fss checked the battery voltage on instrument host manager (ihmgr) printed circuit board (pcb) at 3.02vdc. Fss replaced the hard drive as fss determined that the data was most likely corrupted during hard shutdowns. Fss also replaced instrument manager host pcb as it was determined to be the source of the 2012 error. As a proactive measure, fss replaced the modified ethernet cable, cord retainer clip and network adapter pcb communications between host and graphical user interface (gui). Fss also transferred doctors settings from the system, serial no. (B)(4)as well as replaced the cracked mayo tray cover. Fss completed the field service checklist, which the unit passed all functional tests and it was found operating properly and meeting amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported system lock up/freeze with whitestar signature system, that after end case, next case system was not being used when it dinged and then there was no response from touchscreen. Also while the amo field service specialist was on site, error 2012 (instrument host timeout error) was noted during read/write. There was no patient involvement reported and no patient treatments delayed or cancelled.